Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that follow up information was received from the patient¿s clinic that indicated that what the patient described as aching was atypical chest pain with associated pounding due to changes in the device programming. The device lower rate was adjusted lower and the patient became very symptomatic and went to the emergency room. The device was adjusted back to the previous settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they are having concerns to include feeling the device pacing around 2:00 in afternoon; it feels like getting stressed out then goes to pounding, kicking, aching, and the patient sees jumping in chest and their heart rate goes to 110. The device remains in use. No further patient complications have been reported as a result of this event.